Manufacturer narrative:
Additional, changed, and/or corrected data: d.6., h.6.

Event description:
Patient reported via regulatory agency capsular contracture, baker grade unknown, "hardened breast, pain," and "hard lump in breast." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade unknown, hardened breast and pain, and hard lump in breast.

Event description:
Patient reported via regulatory agency capsular contracture, baker grade unknown, "hardened breast, pain," and "hard lump in breast." Device has been explanted.